Event description:
Additional information received 31jan2021: prior to rotation of the blue rotation handle, had the black safety-lock knob been turned into the unlocked position? - yes. Was any resistance felt when turning the blue rotation handle? - no.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a female patient with a penetrating aortic thoracic ulcer with intra-mural hematoma underwent a thoracic endovascular repair (tevar), where a zta-p-24-105 lot number e3968012 (complaint device) was used. During the procedure when the rotational handle had been turned fully and came to a hard stop it was noted that the proximal trigger wires were still attached. It was reported that the black safety-lock knob been turned into the unlocked position prior to rotation of the blue rotation handle. It was also reported that the physician did not experience any resistance felt when turning the blue rotation handle. Troubleshooting was required, the blue handle was disassembled, and the wires were successfully removed manually. Graft was successfully opened proximally, and delivery system was removed. The patient did not experience any adverse effects. The zta device was returned without stent graft, sheath, backend clips, stop tube and shipping stylet. Per the product evaluation, it has not been possible to determine a cause for the reported failure. No burrs were found on any wire and no nonconformance concerning the reported failure were found on the returned handle parts. The cannula tube was separated from the cannula hub when returned. Per the product evaluation, it has not possible to determine a cause for the separated cannula tube. Review of the device history record gave no indication of the product being produced out of specification. Based on the provided information and evaluation of the returned product it has not been possible to determine an exact cause of the failure. However, a strong manipulation of the device or use of excessive force could lead to separation of the cannula from the pin vise and as a result could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016 investigation is still in progress.

Event description:
Description of event according to initial reporter: when the rotational handle had been turned fully and came to a hard stop it was noted that the proximal trigger wires were still attached. Troubleshooting was required, the blue handle was removed and the wires were successfully removed manually. Graft was opened proximally and delivery system removed without any adverse effects. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.